Event description:
The customer reported a 7:20 (battery brown out test failed) error was noted in the hardware error log. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.